Event description:
Customer reported that he went to the hospital due to high blood glucose levels. His doctor informed him that his basil and bolus needed to be adjusted. High blood glucose level was 279 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.